Event description:
Boston scientific received information that this right ventricular lead displayed a high out of range pacing impedance measurement. Other lead measurements were within normal limits, however a lead fracture was suspected. No adverse patient effects were reported. A lead revision procedure is intended in the near future.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received: a revision procedure was performed. This lead was surgically abandoned and replaced. Post replacement normal lead measurements were obtained. No defibrillation testing was performed.

Manufacturer narrative:
As this lead was surgically abandoned and there will be no return of product, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.